Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten and measured within specifications. The battery compartment was intact. Pump reboot events were observed in the device's black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during the investigation. There was no evidence of moisture or corrosion inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.